Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient called a family member on the afternoon of (B)(6) 2022 complaining about shortness of breath and while on the phone the family member noticed an ongoing alarm coming from the system controller. Emergency medical services were contacted at 3:16 pm and the patient was found dead at home around 4 pm with an alarming system controller next to them. Both primary and secondary system controllers were returned to the ventricular assist device (vad) center on (B)(6) 2022. Log file analysis revealed that the modular cable was disconnected from the primary controller on (B)(6) 2022 at 2:45 pm which resulted in a pump stop. The mod cable was connected to the secondary controller on (B)(6) 2022 at 3:01 pm. The pump did not restart as no external power was connected to the secondary controller. The mod cable was disconnected again from the secondary controller at 3:19 pm. The pump remained off. Related pump MFR #: 2916596-2022-14564. Related controller MFR #: 2916596-2022-14602.

Manufacturer narrative:
Section h6: investigation findings code: 4248 - usage problem identified manufacturer's investigation conclusion: the reported event of the pump not starting due to the patient not connecting the controller to external power prior to connecting the driveline was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was submitted and downloaded for review. A review of the log file showed overlapping events spanning approximately 8 days ((B)(6) per timestamp). Events occurring on (B)(6) 2023 were recorded during testing at abbott labs. The controller appears to have been the patient¿s backup controller. The driveline was connected to the system controller on (B)(6) 2022; however, no external power was connected to the controller preventing the pump from being able to start. The pump was off on (B)(6) 2022 from 15:00:01 ¿ 18:28:50. There were no notable alarms active in the log file. The heartmate 3 system controller was functionally tested and supported a mock loop without any issues or alarms activating. The root cause of the pump was not starting was due to the patient not connecting the controller to external power before inserting the driveline; however, the root cause of the patient not connecting to external power was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Customer order was shipped on (B)(6) 2021. Heartmate 3 instructions for use (rev. G) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 entitled ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. The heartmate 3 instructions for use (rev. G) section 2 entitled "systems operations" and the heartmate 3 patient handbook (rev. G) section 2 entitled ¿how your heart pump works¿ instruct users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. Additionally, the heartmate 3 patient handbook section 1 entitled "introduction" states that the backup battery will not start the pump without external power applied to the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.